Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer reports that buttons were not responding. Customer's blood glucose was 94 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners and reservoir tube, minor scratched lcd window, missing end cap sticker, broken belt clip slot and stained address /serial number label.